Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that the wires were left in from an old scs system from 20 years ago and may be removed. Later, hcp stated that patient was first seen in their office in (B)(6) 2011. The serial number of the device was unknown. The office implanted the pump in (B)(6) of 2011 and at that time the stimulator was removed. It may have been model number 3272 but was not confirmed. Patient's weight was unknown at the time of (B)(6) 2011 surgery. No further complications were reported.